Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. As a result, on (B)(6) 2026, customer went the to the emergency room (ER) with bg over 600 mg/dl and ketones of an unspecified size; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. No further assistance was required as the customer declined a supplies or system check.